Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a broken main tube at the distal tip. The main tube was broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. Additional observation related to customer complaint: the instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. The event caused partially or wholly by the user of the device including sample handling. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument tip was damaged. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the part that was damaged was the instrument tip. Nothing broke off the instrument. There was no broken wire, broken tips, nor broken pin. There was no need to remove the instrument with the cannula together nor was there a need to increase the port incision to remove the instrument from the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.